Event description:
It was reported that during a cholecystectomy procedure, the clips were not in regular form. They come out as twisted. Also, when the doctor fired the device, more than one clip came out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.